Event description:
Upon plugging in the dv5 laparoscopic camera, the pa [physician assistant] set the light cord down onto the drapes. Less than a minute later, the scrub discovered that the light had burned a hole through the drapes.